Manufacturer narrative:
Manufacturer ref# (B)(4). PMA/510k similar to device marketed under PMA/510(k): p140016. (B)(4). Investigation is still in progress.

Event description:
According to the initial reporter: on (B)(6) 2021 tevar was performed with a plan to implant zta-p-38-167-w1(e4098972) from bovine arch 1deb (zone 1). The access was gained from the right eia. After implantation, type 1a endoleak was confirmed and ballooning was performed. However, since type 1a endoleak remained, zta-p-38-117-w1(e3779409) was placed with the tip slightly protruding (putting out) for backing zta-p-38-167-w1(e4098972) . Then, ballooning was performed, and the endoleak disappeared, and the procedure was completed. Postoperative condition was good in the ICU after the procedure, then it suddenly changed in the middle of the night (detailed time is unknown) and the patient developed type a dissection. Additional information received on 14jul2021: the target of tevar was aneurysm. The first ballooning was performed at the proximal site of zta-p-38-167-w1. The second ballooning was performed at the proximal site of zta-p-38-117-w1. The inflation size was set to expand to 38mm. Additional information received on 15jul2021: zta-p-38-167-w1(e4098972) was able to land bovine arch 1deb (zone 1) accurately. Due to endoleak type 1a, zta-p-38-117-w1(e3779409) was placed with the tip slightly protruding (putting out) about 5mm for backing zta-p-38-167-w1(e4098972) bypass was performed between the left common carotid artery and the left subclavian artery or the left axillary artery. Other devices were used: gore/tri-lobe balloon catheter, gore/dry seal 22fr. Patient outcome: death.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Summary of investigational findings: per reported information an 83 year old male patient underwent elective surgery for thoracic aortic aneurysm (taa) with a zta-p-38-167-w1 (complaint device) on (B)(6) 2021. The patient was suffering from hypertension, diabetes mellitus, dyslipidemia, chronic kidney disease, chronic heart failure, angina pectoris, prostate cancer, dementia and fracture of the ribs before undergoing surgery. The physician was aware that patient anatomy was outside instructions for use (IFU) due to severe tortuosity and shortage of neck length but the zta-p-38-167-w1 was implanted from zone 1 anyway, as the physician assessed the patient unable to undergo open surgery due to multimorbidity. The zta-p-38-167-w1 covered the left subclavian artery and a left common carotid artery to the left subclavian artery bypass was performed. Post implantation a type 1a endoleak was confirmed and ballooning was performed. However, since the type 1a endoleak persisted a zta -p-38-117 -w1 (B)(4) was deployed slightly protruding (5mm) to back the zta-p-38-167-w1. No endoleak was present after a second proximal ballooning procedure was performed. Complaint (B)(4) (this complaint) handles the described type ia endoleak and complaint: (B)(4) (mfg report#: 3002808486-2021-01649) handles the complications that arose post-op. Review of the device history record gave no indication of the device being produced out of specification. Per the instructions for use (IFU) endoleak is a known potential adverse event. Also, per IFU, the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta having vascular morphology suitable for endovascular repair including nonaneurysmal aortic segments (fixation sites) proximal and distal to the thoracic aneurysm or ulcer with a length of at least 20 mm. Based on the limited information a cause cannot be established. The physician was aware that a proximal landing zone 1and vascular morphology in this patient was outside intended use. It has not been possible to establish if this has contributed to the endoleak. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.